Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention took place on 11 july 2024 wherein the lead was repositioned to address the issue. Effective therapy was restored.